Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn longer than 48 hours.

Manufacturer narrative:
The device was observed with the linkage assembly in the fully retracted position but the formed needle extending past the bottom housing window. After opening the pod, the formed needle was found to be dislodged from the slide retract. The slide retract was observed to be damaged, indicating that the formed needle was incorrectly installed. This resulted in the needle failing to retract. Timeouts were seen in the device data. The batteries were measured to be lower than expected. The timing and cause of the insufficient battery voltage could not be determined.